Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of a broken cable. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of broken pitch cable is attributed to a component failure. A review of the instrument log for the cadiere forceps instrument (part# 470049-06/lot#n11191111 0007) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4), with 7 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the failure mode identified through failure analysis could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the cadiere forceps was found to have a broken cable. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury.